Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative regarding an implantable neurostimulation. The reason for the call was the caller reported that the patient keeps on saying that the device doesn't do anything, and it hurts their back. Caller also stated that the patient is incontinent, and they use pads when they sleep, because of the leakage, and the patient can feel the lump. Patient was needing an MRI, but doesn't have a patient programmer, and had stated that they haven't been using their device.